Event description:
It was reported that hypotension occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) became kinked and was replaced with a second double curve was which also kinked. The 24mm watchman laa closure device & delivery system (wds) was compromised while passing into the kinked portion of the was. A small effusion was noted during the sheath exchanges before the device was inserted and it was monitored throughout the case and believed to be trivial needing no intervention. A third double curve was was positioned and a second 24mm wds was inserted. This device was placed in the appendage and the case was successfully completed. The patient had a brief bout of hypotension after the procedure which was treated with medicine and resolved. There were no other complications. The patient is expected to make a full, normal recovery and was discharged.